Event description:
The initial reporter complained of an issue with the expiration date for accu-chek inform ii test strips. The customer was running qc to validate strip lot 480164 and noticed the issue. No patients were tested with these test strips prior to the customer identifying the issue. The reporter stated the expiration date from the code key does not correspond with the expiration date on the strip vial packaging or the expiration date shown in the internal data management system (cobas infinity). The test strip vial packaging documents the expiration date as 31-dec-2022. When the code key is inserted into the accu-chek inform ii meter, the expiration date was provided as 28-feb-2023.

Manufacturer narrative:
The customer¿s data management system (cobas infinity) showed the expiration date as 15-jun-2023. The customer has updated the expiration date within their data management system to the correct expiration date of 31-dec-2022. The test strips were requested to be returned for investigation. The packaging expiration date (31-dec-2022) is correct as per the diabetes care electronic record. The investigation is ongoing.

Manufacturer narrative:
The investigation determined that the correct expiration for lot number 480164 is (B)(6)-2022. The issue occurred during the quality check where the code key programming file expiration date is verified. The code key expiration date is still within the allowed shelf life of the product, and product performance and safety will not be affected. It has been verified that this lot is the only one impacted. This lot was distributed in austria only. A notification was sent to the impacted customers in austria. The united states is not impacted.